Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (09/22/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on ((B)(6), 2011) with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a frozen screen issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7:20 pm. Per the documentation, she attempted to test her blood glucose but the subject meter was stuck in the language selection screen (set up mode) and was unable to go into testing mode. The patient manages her diabetes with insulin (it is unclear what type she is using), and due to the alleged issue denied making any changes to her usual treatment. Subsequently the patient claimed right after the alleged issue occurred, she became confused. The patient also denied receiving any medical treatment due to her symptom. During the initial call with customer service, the agent noted that there was no information of misuse of the product and the issue remained unresolved. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has failed testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.